Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device remains implanted therefore it is not available to be returned for evaluation. A retain sample from the same lot was dimensionally inspected. All dimensional measurements were found be within specifications. Device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
Additional information: the consumer (patient) reported that as of 10/27/2014 vision is 20/200 in the left eye. The consumer also reported halos, floaters, difficulty driving, working on the computer, headaches, nausea, anxiety and depression. The consumer stated that the referred patient has suggested a retina specialist.

Event description:
Additional information: the left eye needs a vitrectomy and iol replacement. The surgeon is scheduled for (B)(6), in the physician's opinion the cause of the reported event was severe capsular phimosis.

Event description:
Additional information: the lens in the left eye was explanted and replaced. A vitrectomy was also performed.

Event description:
It was reported that a pt had bilateral capsular contraction syndrome (ccs) and lens vaulting was observed several weeks post-implant. Several yags were performed to release the capsule. On (B)(6) 2014 the lens was rotated and on (B)(6) 2014 yag was performed. This report references the pt's left eye. Please reference MDR #2031924-2014-00241 for the lens in the pt's right eye.